Event description:
It was reported to sales that an edwards mitral bioprosthetic vale was explanted due to endocarditis three years following initial implant. Records were provided, and indicate, "echos revealed a moderate perivalvular leak and that the valve was functioning properly ... Upon explant of the valve, the valve leaflets appeared pliable and normal that there were no signs of svd." Operative report indicates: "the prosthetic valve was well seated. There was no obvious perivalvular abscess nor was there an obvious area of paravalvular leak."

Manufacturer narrative:
X-ray. Device evaluation summary: the explanted device was returned and evaluated; as received, thin layer of what appeared to be vegetation was observed in the cusp area of leaflet 2 on the outflow aspect. Minimal host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 3mm. Minimal host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 3mm. Host tissue was minimal at the stent outflow and heavy at the stent inflow. Minimal calcification was observed in the cusp of leaflet 2. Approx 50% of the sewing ring was cut, between commissure 1 and commissure 2,. A cut was also observed on the free margin of leaflet 2, cut was approx 2mm in length. Additional manufacturer narrative: device evaluation confirms the presence of some vegetation that is normally associated with endocarditis, as reported. Also confirmed that the valve leaflets did not show any significant structural deterioration, matching the initial report by the surgeon. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility, furthermore, the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.